Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service codes) has been confirmed. Upon investigation the monitor failed a pulse test and displayed service code 110. The cause for the failure was isolated to defective u17 and and q18 component on the pca board. The root cause for the defective components could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.